Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer was at a clinic to have a MRI done. She did not have the insulin pump on but it was next to the MRI machine. When she tried to give herself a bolus, the insulin pump alarmed failed battery test and after changing the battery the customer received the motor error alarm. The insulin pump's motor sounded different. Customer's blood glucose level was not reported. The call was disconnected. The device was not returned.